Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) declared early replacement indicator (eri) in march with a charge time of 20.2 seconds and monitoring voltage of 2.62 volts. The patient is paced 50 %, and has not received any shocks. The device has been implanted 3.2 years.